Event description:
An atrial air alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The pt's standard epogen was increased. No other medical intervention was required.

Manufacturer narrative:
There is not evidence of a device malfunction. Facility staff stated the pt was having issue with clotting due to medical issues unrelated to the device which prevented rinseback from occurring. The user's guide contains adequate instructions to always closely monitor for clotting through visual inspection and periodic flushing of the filter, and monitor filter closely for any evidence of a leak. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.